Manufacturer narrative:
Reference (B)(4). Product evaluation completed december 10, 2019 and confirmed catheter was slightly bent. Testing results showed signal reading was out of range, confirming the catheter did not function as intended.

Manufacturer narrative:
Reference (B)(4). End user provided limited information, only saying catheter has failed. Additional information requested on november 04 and 22, 2019. Product returned on november 26, 2019, however all required testing equipment not available at the moment. Contacted customer november 27, 2019 to confirm alleged failure and level of patient involvement.

Event description:
Catheter has failed.